Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform functional test due to blank display noted. (B)(4).

Event description:
The customer reported via phone call that they already changed the infusion set, sensors and went through troubleshooting the insulin pump themselves but was not getting the right amount of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform an high pressure test. They had a big difference between sensor glucose and blood glucose changing the entire infusion set but still getting highs and lows. The insulin pump was in auto mode at the time of the incident. The customer was advised to change entire set, reservoir and insulin and treat as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.